Event description:
According to the information received from the center, the pt reportedly experienced intermittent operative while using the device followed by no sound. In 2003, the pt was seen at the center for device evaluation. Testing conducted confirmed that the device was no longer functioning. Surgery has been scheduled to explant the pt's device.